Event description:
It was reported there was a patient death. The cause of the death was parkinson¿s disease, dementia, and possible multiple system atrophy (msa). They thought the cause of the death was related to the device but there was no way to prove it. Right after the device was put in the patient¿s arms became worse and their memory got worse. They tried to have the health care professional (hcp) remove the deep brain stimulator (dbs) system but he would not.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3389s-40, lot# va02brf, implanted: 2012 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).